Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in aseptic technique, nausea, pyrexia and bacterial peritonitis with culture positive for streptococcus viridans in a female patient coincident with dianeal, unknown and extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal unknown and extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced bacterial peritonitis with culture positive for streptococcus viridians, abdominal pain, nausea, pyrexia and cloudy effluent. The physician described the severity of the peritonitis as mild. It was not reported if the patient was hospitalized for the events. On this same date, the patient began treatment with cefasolinum, 2g, ip, once daily. On (B)(6) 2010, the patient's treatment with cefasolinum ended. It was not reported if the patient received re-training regarding aseptic technique, therefore the outcome for the event of break in aseptic technique was unknown. On an unreported date, the patient recovered from peritonitis. The root cause of the peritonitis was a break in aseptic technique. The outcome for pyrexia and nausea was not reported. Action taken with dianeal and extraneal therapies was not reported. The patient's medical history and concomitant medications were not reported. The physician believed the event of bacterial peritonitis with culture positive for streptococcus viridans was unrelated to dianeal and extraneal viaflex therapies. The physician did not provide an assessment of causality for the events of break in aseptic technique, nausea, pyrexia and the relationship with dianeal and extraneal viaflex therapies.